Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: one loss of prime warning eaw 162 observed in the b/box on (B)(6) 2016 with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 201. Battery compartment cracked from case seal traveling to grip pad.